Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance and loss of capture threshold were noted on the left ventricular (lv) lead. An echocardiogram was performed and revealed the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.